Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead felt a pop while doing some heavy lifting and then noticed a wire poking out under the skin. Boston scientific technical services (ts) reviewed presenting electrogram (egm) in which no episodes and out of range measurements were noted. Further, an x-ray was performed in which result showed looked like everything was fine. Moreover, the clinician would like to have a representative to check the leads. An attempt to obtain additional pertinent information was unsuccessful. This ra lead remains in service. No adverse patient effects reported.